Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('plevic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), sleep disorder ("sleep disorder"), myalgia ("muscle pain"), muscle spasms ("cramps"), menorrhagia ("haemorrhagic periods"), amenorrhoea ("non-menstrual bleeding"), angina pectoris ("cardiac pain"), bladder disorder ("bladder disorder"), flatulence ("flatulence"), abdominal distension ("abdominal swelling / bloating"), memory impairment ("memory impairment"), disturbance in attention ("concentration problems"), alopecia ("hair loss"), visual impairment ("vision decompensation"), arthralgia ("joint pain"), stress ("stress") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2010). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, sleep disorder, myalgia, muscle spasms, weight increased, menorrhagia, amenorrhoea, angina pectoris, bladder disorder, flatulence, abdominal distension, memory impairment, disturbance in attention, alopecia, visual impairment, arthralgia, stress and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, angina pectoris, anxiety, arthralgia, bladder disorder, disturbance in attention, fatigue, flatulence, memory impairment, menorrhagia, muscle spasms, myalgia, pelvic pain, sleep disorder, stress, visual impairment and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2021. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), menorrhagia ("haemorrhagic periods"), metrorrhagia ("non-menstrual bleeding"), abdominal distension ("abdominal swelling / bloating"), flatulence ("flatulence"), angina pectoris ("cardiac pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("severe fatigue"), visual impairment ("vision decompensation"), alopecia ("hair loss"), bladder disorder ("bladder disorder"), sleep disorder ("sleep disorder"), memory impairment ("memory impairment"), disturbance in attention ("concentration problems"), stress ("stress") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, metrorrhagia, abdominal distension, flatulence, angina pectoris, myalgia, arthralgia, fatigue, visual impairment, alopecia, weight increased, bladder disorder, sleep disorder, memory impairment, disturbance in attention, stress and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, angina pectoris, anxiety, arthralgia, bladder disorder, disturbance in attention, fatigue, flatulence, memory impairment, menorrhagia, metrorrhagia, myalgia, pelvic pain, sleep disorder, stress, visual impairment and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.